Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. A malfunction of the vacuum vessel drain valve (part number (B)(4)) was identified as the device leaked and failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. For this same event documented against an additional likely causes architect troponin reagents ln 02k41-37 lot 64671un16 see manufacturer report number 1415939-2017-00146 and ln 02k41-37 lot 79348un17 see manufacturer report number 1415939-2017-00145.

Event description:
The customer observed falsely elevated troponin results on the architect analyzer. There was no impact to patient management reported. Specific initial and repeat data was provided for 66 sids ranging from less than 0.01 to 1.97 ng/ml.